Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Olympus received a voluntary medwatch reporting the following: during a cystoscopy and laser lithotripsy of prostatic urethral stone using a resectoscope, two foreign bodies (brachytherapy seeds) were identified in the "stone". And at one point a different grey foreign body was seen on the screen. The physician was concerned the resectoscope beak had broken. Upon retracting the lens, it was confirmed this had occurred. The resectoscope was immediately removed and placed on the back table. A 26fr resectoscope was then inserted, the visualized beak fragment grasped and removed through the scope. This was taken to the back table and examined. This fragment filled 80-85% of the missing gap in the resectoscope beak. (A section ~1mm wide by 3mm long was missing) cystoscope examination did not reveal any other large visible beak fragments (at this time, there was still a large amount of stone dust & debris and the nonviable prostate tissue in the bladder and urethra). The remainder of the stone was crushed and debris removed and evacuated, patient had significant mucoid, non-viable prostate tissue (that was believed to have been the nidus for the stone) that was grasped and removed. The bladder and urethra were irrigated copiously during the entire process. At the end of procedure, there were no stone fragments, visible brachytherapy seeds or any other foreign body visible. Examination of the irrigated debris did not show any foreign body other than the brachytherapy seeds. However; during the course of filling and draining debris during cystolitholapaxy, dust and debris can be lost in the drapes, going around the drapes into the drainage bag and onto the floor, the bladder was examined one last time. There were no visible foreign bodies, fragments or stones visible, the prostatic urethra had some areas with shaggy surfaces from which the stones erupted. However, no foreign bodies were visible even after probing. The resectoscope beak is only partially radio-opaque but a post op film was taken and no abnormality noted except the numerous brachytherapy seeds. The surgeons do not believe the fragment is still in the patient's bladder or prostatic urethra, and feel more harm would be done to the patient to try and resect the prostate to find it. Therefore the decision was made to terminate the procedure and transport the patient to recovery room. These event will not affect the patients post op course.

Manufacturer narrative:
This report is being updated to provide investigation findings. Since the product for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer and the sbc. The definitive cause of the reported event was not conclusively determined. Analysis: since the damage to the device occurred when a laser probe was used, it is therefore assumed that the damage was thermally induced. It is assumed that the user activated the laser probe inside the shaft or the insulating insert. As a result of the thermal stress, the insulating insert tore or parts broke off. It should be mentioned that pre-damage or wear of the insulating insert cannot be completely ruled out. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localized with a suitable x-ray procedure or computer tomography and removed, if necessary. Cause: according to our investigators, the cause of the reported issue is most likely due to thermal overload. Also note that the cause of the reported issue is most likely attributed to improper use or activation of the laser probe inside the insulating insert. Risk analysis: the risk to patients, users, and/or third parties associated with the reported issue is acceptable. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Clinical assessment: due to the additional time required to remove the broken tip of the device and secure a replacement device, it is determined that the broken tip of the a22041a sheath caused a prolonged surgery, which is considered to be serious. DHR review: it is impossible to perform a DHR review if the lot number is unknown or missing. However, the manufacturing and quality control review was performed for the last 24 months of production and there are no non-conformities or deviations regarding the described issue. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: 4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.